Event description:
On (B)(6) 2012, the pt was implanted with a system of gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. Near the conclusion of the procedure, a final angiographic run revealed the trunk-ipsilateral leg component (trunk) was positioned higher than planned. The physician believes the trunk may have been pushed upward by the introducer sheath while cannulating the contralateral gate. The scallops of the trunk component had been moved above the level of the renal arteries, but both arteries remained patent with unimpeded blood flow. The aneurysm was successfully excluded, and the pt tolerated the procedure. The physician will take a wait-and-watch approach in regard to the position of the trunk.

Manufacturer narrative:
Result - a review of the mfg records for the device verified that the lot met all pre-release specs.